Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. Reportedly, the instrument was difficult to close and difficult to remove from the trocar. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.